Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm while changing the reservoir. The customer's blood glucose value was unknown at the time of the incident. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer stated that they were unable to clear the alarm. The device will not be returned for analysis.